Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify unexpected battery power loss alarm due to blank display noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did not received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.